Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 11/28/2016.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced infection, urinary problems, recurrence, bleeding and dyspareunia. It was reported that the patient underwent excision of extruded mesh from vaginal mucosa on (B)(6) 2010 by dr. (B)(6) due to extruded mesh at the (B)(6) surgery center. It was reported that the patient underwent cystoscopy, removal of small stone and some mesh with bladder biopsies on (B)(6) 2011 by dr. (B)(6), due to recurrent urinary tract infection and foreign body in the bladder at the (B)(6) hospital of (B)(6). It was reported that the patient underwent transvaginal removal of anterior vaginal wall mesh, removal of eroded tvt mesh arm into the bladder, closure of cystotomy site (from the mesh removal), bilateral pudendal nerve block on (B)(6) 2012 by dr. (B)(6) due to complication of genitourinary device implant, erosion of left urethral sling into the bladder at the (B)(6) university health system in (B)(6). It was reported that the patient underwent mesh excision and placement of a tvt midurethral sling on (B)(6) 2015 by dr. (B)(6).

Event description:
Details: it was reported that the patient experienced infection, urinary problems, recurrence, bleeding and dyspareunia. It was reported that the patient underwent excision of extruded mesh from vaginal mucosa on (B)(6) 2010 by dr. (B)(6) due to extruded mesh at the (B)(6) surgery center. It was reported that the patient underwent cystoscopy, removal of small stone and some mesh with bladder biopsies on (B)(6) 2011 by dr. (B)(6), due to recurrent urinary tract infection and foreign body in the bladder at the (B)(6) hospital of (B)(6). It was reported that the patient underwent transvaginal removal of anterior vaginal wall mesh, removal of eroded tvt mesh arm into the bladder, closure of cystotomy site (from the mesh removal), bilateral pudendal nerve block on (B)(6) 2012 by dr. (B)(6) due to complication of genitourinary device implant, erosion of left urethral sling into the bladder at the (B)(6) university health system in (B)(6). No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced hematuria, frequency and urgency.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced nocturia, discomfort and occasional burning with urination.